Event description:
Home pt (hp) may have "contaminated self" during set up for treatment on homechoice device. Hp could not provide details of the evening as hp has short term memory loss. Hp followed the recommendation of the baxter technician, and called rn who assisted in ending treatment and restarting with new supplies. No pt injury or medical intervention required per hp.